Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead showed high pacing impedance, out of range at times. The device also delivered inappropriate shock and anti-tachycardia pacing therapy at various events. The shock impedance during therapy was within range but noisy signals were over sensed. Diaphragmatic noise appears to be the cause. There is a suspected rv lead pace/sense fracture. The patient was seen earlier on the in the month, but nothing was done by the local team, but the situation of the patient was discussed. The rv lead remains in service. The ICD has been explanted without additional allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was returned to boston scientific. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead showed high pacing impedance, out of range at times. The device also delivered inappropriate shock and anti-tachycardia pacing therapy at various events. The shock impedance during therapy was within range but noisy signals were over sensed. Diaphragmatic noise appears to be the cause. There is a suspected rv lead pace/sense fracture. The patient was seen earlier on the in the month, but nothing was done by the local team, but the situation of the patient was discussed. The rv lead remains in service. The ICD has been explanted without additional allegations and has been returned for analysis. No additional adverse patient effects were reported.